Event description:
Customer reported while the nurse call was in use with the alarm, the alarm sounded in the pt's room but not at the nurse's station. Customer reported the pt fell but was not injured. Customer tested the alarm with a working nurse call cable and the alarm functioned properly. Customer did not provide a date when the incident occurred.

Manufacturer narrative:
Product was requested to be returned for eval but has not been received. Instructions for use state: always test alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. (B)(4).